Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 ( air in set) while on home choice (hc) device during use during well 3 of 4. The baxter technical representative (tsr) explained the alarm. The care giver(cg) stated that the clamp was open on an unused line. The tsr assisted the cg to cycle power, hc alarmed se 2367. The tsr assisted to retrieve cassette and advised to let registered nurse(rn) know about the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.